Event description:
Same case as MDR ID# 2134265-2011-05969. It was reported that during a stenting treatment procedure, stent damage occurred and following the procedure thrombosis and myocardial infarction occurred. Vascular access was obtained via the right femoral artery. The significantly tortuous and heavily calcified right coronary artery (rca) contained a 60-70% stenosed target lesion at its ostium as well as a diffuse 70-90% stenosed target lesion in the mid portion. The vessel was predilated with an unspecified device. A 2.75x38mm ion stent was advanced but could not cross the lesion. A non-bsc wire was advanced as a buddy wire and further predilatation was performed. The 2.75x38mm ion stent was advanced again and was able to be deployed in the distal-mid rca. A 2.75x20mm ion stent was deployed overlapping the first stent. A 3.0x12mm promus stent was then deployed at the ostium of the vessel and did not overlap the 2 ion stents. Post stent deployment, the physician was unable to see the distal portion of the vessel due to the radiopaque wire tips. One of the non-bsc guide wires was able to be removed; however, the second non-bsc guide wire was jailed. Despite "very aggressive force" the wire was unable to be removed. A 1.5x12mm balloon was placed just proximal to the most proximal stent within the mid portion of the rca to protect the artery from the wire. The jailed wire was then removed; however, the tip of the balloon caused longitudinal compression of the mid stent and the tip of the guide caused longitudinal compression of the ostial stents. The physician attempted to advance multiple wires, including 3 non-bsc wires and a choice extra support wire, but none of the wires were able to advance beyond the ostial stent. The physician was concerned further longitudinal compression could be caused and elected to end the procedure with timi iii flow noted. While being moved off the procedure table, the patient developed st elevation and chest pain. She was re-prepped where repeat angiography revealed thrombosis in the mid right coronary artery stent with timi-0 flow in the distal portion of the vessel. A 1.5 mm balloon was used to post dilate the ostial stent and the tip of the balloon was inserted and inflated in the mid portion of the vessel. Timi-iii flow was reestablished, but the balloon could not advance through the overlapping ion stents. The procedure was stopped due to concern over causing further stent damage. The patient's chest pain and st segments had normalized. The patient was discharged on an unknown date. Four days later, the patient returned with an acute inferior myocardial infarction. Multiple images of the right coronary artery revealed occlusion of the damaged stent. Since it was felt that the stent was "too deformed to be reangioplastied", the patient underwent single vessel bypass surgery to the right coronary artery. No additional patient complications were reported.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).